Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The event report alleges the product was used in a surgical procedure. The visual inspection of the returned product noted: the dissector balloon was broken. The obturator and insufflation bulb were not received. The valve seal and doors appeared intact. The condition of the devices precludes functional testing. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures; therefore, a device history record will not be performed. Replication of the broken balloons may occur when mishandled during clinical application. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Event description:
According to the reporter: occurred during a kidney / adrenal gland procedure. When the air was put in, the balloon burst. Another new one was used to complete the procedure. The surgical time was extended by less than thirty minutes. There was no patient harm.